Manufacturer narrative:
Reference record (B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. Intestinal perforation is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018 the patient had urgent surgery due to gastrointestinal perforation. At time of the report patient was in the intensive care unit.

Manufacturer narrative:
Intestinal perforation is a known complication of a j-tube placement.